Event description:
It was reported that pump screen went blank unexpectedly, would not turn on, and led eventually showed red blinking with repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to restore pump function despite multiple button press attempts and charging instructions from technical support, so customer planned to use multiple daily injections as backup insulin therapy while pump was replaced, and was instructed to place pump in storage mode, return it using prepaid label, and set up replacement pump and connected glucose sensor upon receipt.